Event description:
This case was reported by a consumer and described the occurrence of falling down in a male patient who received corega (super poligip original denture adhesive cream) cream for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip ultra fresh denture adhesive cream, concurrent medications included benazepril, hydrochlorothiazide, atenolol, fluxoetine hydrochloride (prozac), thyroxine sodium (synthroid), vicodin and prescription strength lansoprazole (prevacid). On an unknown date, the patient started corega (dental). At an unknown time after starting corega, the patient experienced falling down, loss of balance, inability to walk, nerve damage in legs, no feeling in legs, hypoesthesia, increased blood zinc level (twice the normal limit), loss of control of legs/feet (motor dysfunction), leg numbness from the knee down, foot drop, pins and needles feelings in legs, the patient was diagnosed with neuropathy. The patient lodged a product complaint as the super poligrip did not hold his lower dentures, requiring him to reapply super poligrip throughout the day (intentional misuse). This case was assessed as medically serious. The patient has discontinued use of super poligrip. At the time of reporting, the events were unresolved. The following information was solicited from the consumer upon further questioning. The consumer reported that he began to use super poligrip in 1991 after having all of his teeth removed. The consumer reports that he consistently uses super poligrip original although he did report use of super poligrip ultra fresh to the initial customer service representative. The consumer reported that he has applied super poligrip to his lower denture several times a day as they became loose after eating and has done this since he began wearing dentures. The consumer reported that he was hospitalized for approximately one week in 2005 to undergo testing after being admitted because he was falling down, was not able to feel legs, control legs and feet and foot drop in both feet, had a feeling of needles in his legs and a loss of balance. The consumer reports that he was discharged to home with no treatment medications, however, he received home physical therapy for about 2 months. The consumer reported that in the last 2 to 3 months he has had multiple outpatient magnetic resonance imaging (MRI) scans, although he was not able to be specific as to the dates or number, and outpatient physician appointments including a neurologist appointment in early 2009. No details provided. The patient reported that a 24 hour urine test revealed a zinc level about double the normal level of 120 (units not provided). The patient reported that he experienced a fall approximately one month ago resulting in 3 broken ribs. At the time of the report, the consumer has discontinued using super poligrip for approximately 1 week and the events continue. Super poligrip original and super poligrip ultra fresh are manufactured in foreign country. The lot numbers for these products are available; however, it is unknown if the product will be returned for quality assurance testing.

Manufacturer narrative:
Super poligrip original lot numbers: x08255. Super poligrip ultra fresh lot number: x08252.